Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9737189.

Event description:
According to the available information loss of the bladder catheter in the immediate aftermath of a total prostatectomy. The balloon was found in the patient's bed with a perforated balloon. No consequences apart from the discomfort of resondage after awakening.

Event description:
According to the available information loss of the bladder catheter in the immediate aftermath of a total prostatectomy. The balloon was found in the patient's bed with a perforated balloon. No consequences apart from the discomfort of resondage after awakening.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9737189. On 16th september, we didn't receive the sample. Upon receipt it, the complaint will be reopen and update. Checking the quality databases revealed a corrective and preventive action in relation to the described defect: CAPA-000152: "balloon bursting trending for folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. Similar case study was performed based on same item number aa6118, defect burst balloon, over last four year: 15 similar cases were found.